Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("received in formalin are four silver colored spring like pieces of surgical implants coils that aggregate to 2.8×0.8×0.3cm") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there appeared to be 2 rings protruding from the tubal ostium" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included obesity and gallbladder disease nos. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included pelvic adhesions, dysmenorrhea, vaginal bleeding, adnexa uteri cyst and dysfunctional uterine bleeding. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2016, gabapentin since 2010, nuvaring (nuva) from 2009 to 2014, tramadol from 2014 to 2017 and vicodin (norco) from 2015 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopy converted to open laparotomy and removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, alopecia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the menorrhagia had resolved. The reporter considered alopecia, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014 it was determined that she required surgical intervention to address her complications (discrepancy from previous pfs) essure coils are cornue after uterus (as written). Left coil elongated. Discripancy noted in essure removal date: (B)(6) 2014 as per mr & (B)(6) 2016. Diagnostic results: (B)(6) 2014: pathology reports final pathologic diagnosis: essure coils gross description: received in formalin are four silver colored spring like pieces of surgical implants coils that aggregate to 2.8×0.8×0.3cm. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), dysmenorrhea (cramping). Concomitant disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /stabbing side pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("heavy periods"). The patient was treated with surgery (she underwent a pelvic surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had resolved and the genital haemorrhage, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: (B)(6) 2014 it was determined that ms. (B)(6) required surgical intervention to address her complications. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received. Reporter was added. Patient detail was added. Essure lot number and indication were added. Pelvic pain and genital haemorrhage were resolved. Did you undergo an essure confirmation test? No was added as event. Essure was removed on (B)(6) 2016. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("received in formalin are four silver colored spring like pieces of surgical implants coils that aggregate to 2.8×0.8×0.3cm") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there appeared to be 2 rings protruding from the tubal ostium" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included obesity and gallbladder disease. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included pelvic adhesions, dysmenorrhea, vaginal bleeding, adnexa uteri cyst and dysfunctional uterine bleeding. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2016, gabapentin since 2010, nuvaring (nuva) from 2009 to 2014, tramadol from 2014 to 2017 and vicodin (norco) from 2015 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopy converted to open laparotomy and removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, alopecia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the menorrhagia had resolved. The reporter considered alopecia, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: sep2014 it was determined that she required surgical intervention to address her complications (discrepancy from previous pfs) essure coils are cornue after uterus (as written). Left coil elongated. Discripancy noted in essure removal date: (B)(6) 2014 as per mr & (B)(6) 2016. Diagnostic results: (B)(6) 2014:pathology reports final pathologic diagnosis : essure coils gross description: received in formalin are four silver colored spring like pieces of surgical implants coils that aggregate to 2.8×0.8×0.3cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /stabbing side pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included obesity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("heavy periods") and device deployment issue ("there appeared to be 2 rings protruding from the tubal ostium"). The patient was treated with surgery (she underwent a pelvic surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had resolved and the genital haemorrhage, abdominal pain lower, alopecia and device deployment issue outcome was unknown. The reporter considered abdominal pain lower, alopecia, device deployment issue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: (B)(6) 2014 it was determined that she required surgical intervention to address her complications. Most recent follow-up information incorporated above includes: on 1-jun-2018: medical records received: there appeared to be 2 rings protruding from the tubal ostium on the right side into the endometrial cavity event added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /stabbing side pain"), genital haemorrhage ("heavy and irregular bleeding") and device breakage ("received in formalin are four silver colored spring like pieces of surgical implants coils that aggregate to 2.8×0.8×0.3cm") in an adult female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included obesity. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included pelvic adhesions, dysmenorrhea, vaginal bleeding, adnexa uteri cyst and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods") and device deployment issue ("there appeared to be 2 rings protruding from the tubal ostium"). The patient was treated with surgery (she underwent a pelvic surgery (hysterectomy with bilateral salpingectomy)/laparoscopy converted to) and surgery (laparoscopy converted to open laparotomy and removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had resolved and the genital haemorrhage, device breakage, abdominal pain lower, alopecia and device deployment issue outcome was unknown. The reporter considered abdominal pain lower, alopecia, device breakage, device deployment issue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 it was determined that she required surgical intervention to address her complications. Essure coils are cornue after uterus (as written). Left coil elongated discrepancy noted in essure removal date: on (B)(6) 2014 as per mr & (B)(6) 2016. Diagnostic results: on (B)(6) 2014:pathology reports final pathologic diagnosis : essure coils gross description: received in formalin are four silver colored spring like pieces of surgical implants coils that aggregate to 2.8×0.8×0.3cm. Most recent follow-up information incorporated above includes: on 11-jun-2018: medical record received. Event device breakage added. Concomitant & historical conditions drgs added. Lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy and irregular bleeding"), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). The patient was treated with surgery (she underwent a pelvic surgery). Essure treatment was not changed. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: (B)(6) 2014 it was determined that ms. (B)(6) required surgical intervention to address her complications. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.